Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with the lowest recorded blood glucose of 74 mg/dl and current blood glucose of 88 mg/dl after the event; the user treated the low with oral glucose in the form of coca-cola and was advised to continue standard meal announcements. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included no need for professional medical intervention and no hospitalization. Investigation included complaint handling, review of user-reported blood glucose data, and troubleshooting and education. Investigation of this case revealed no device alerts or alarms and an unclear cause for the hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause not determined and that education on standard meal announcements was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.